Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. According to the complaint details: "the surgeon considered that this event was not related to the product, and indicated that it was related to the problem of the incision under sclera". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that a glaucoma filtration device was exposed, and located in the conjunctiva. The shunt was removed from the pt. The surgeon indicated that the event was not related to the product, it was replaced to the scleral incision. Additional info has been requested.